Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem: (check therapy pad messages). Upon receipt the electrode belt failed the therapy electrode recognition test and was unable to deliver a treatment. The cause for the test failure and inability to treat was an open pulse wire in the ECG-a to ECG-b cable. The root cause for the open pulse wire cannot be positively determined but is likely excessive force. No adverse event resulted from the open pulse wire. The pt received a replacement electrode belt.

Event description:
A (B)(6) female pt contacted zoll customer support to report that she was receiving check therapy pad messages. The pt was issued a replacement electrode belt.